Event description:
It was reported that a user of the ilet experienced low blood glucose events, with a documented nadir of 63 mg/dl that was treated back into range, while frequently announcing meals to correct glucose when not eating, using oral glucose tablets, and pausing the pump when glucose was trending down; this reflected an improper method related to user interaction with the device. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface, consistent with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.